Event description:
It was reported that a patient underwent anterior repair on (B)(6) 2010 and mesh was implanted for vault suspension and posterior repair. The patient presented to the pelvic mesh clinic in 2024 with recurrent prolapse and subsequent pain. The patient was reviewed several times by the surgeon post operatively. At 18 months post operatively, the patient was physically very well, no prolapse symptoms were reported. On examination there was no evidence of any mesh complications. Was reviewed in pelvic mesh clinic in (B)(6) 2024 with a bulge in vagina, dragging sensation, 12 month history, vaginal pain, chronic ibs and chronic dyspareunia. On examination, the patient had recurrent prolapse - procidentia, atrophic vaginitis with no mesh erosion, oab and dry and poor pelvic floor tone and strength. No further information is available as reporter details have not been disclosed (confidential).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.